Event description:
The following information was provided: as per medwatch mw5189374: it was reported that patient had a previous total hip done with a large taper aml stem and a stryker cup. Patient brought in for cup revision and a new large taper head was implanted to match the new liner size. No complications or delay in surgery. Affected side: right hip.